Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a hemodialysis catheter. The customer states there's a small hole on the venous side of the outer joint of catheter after a week usage. Blood stain was noticed and the catheter was removed and replaced a new catheter. Original catheter was discarded by end customer.